Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the site encountered an erbe error with the handheld bovie and monopolar instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) due to energy issues. The system was verified and ready for use. Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) and completed the device evaluation. The unit was analyzed and was returned for failure analysis and the reported failure (erbe energy issues) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. Unit displayed a c-38 error during activation of slot 4 monopolar coag.